Event description:
Triple lumen catheter could not be threaded over the guidewire by the physician. Physician reinserted vessel dilator, removed guidewire, inserted new guidewire from another kit, removed dilator, inserted new catheter from new kit.